Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that the device intermittently fails to turn on when unplugged from ac power during routine shift checks.